Event description:
It was reported the patient's leads had migrated during a procedure to replace a fractured lead, the existing leads were explanted and replaced. .post-operatively, stimulation therapy was restored. Related manufacturer reference number: 1627487-2022-06674.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.